Manufacturer narrative:
Conclusion: it is unknown if a temporal relationship between the ccpd therapy with the liberty cycler and the reported events of the patient being hospitalized due to chest pain. Any possible causality cannot be determined based on lack of information provided. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in complaint file was reviewed by a post market surveillance clinician. On 06/30/2017 it was reported by the peritoneal dialysis (pd) registered nurse (rn) that this pd patient with end stage renal disease (esrd) utilizing continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized (date not provided) for chest pain. The patient was continuing pd therapy during hospitalization (hospital course is unknown). A follow up call was placed to the pdrn on 07/07/2017 where it was revealed that the patient had been discharged from the hospital (date not provided) and was continuing pd therapy without issue. The pdrn stated further information was unavailable.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called and stated that earlier in the evening she had disconnected from the cycler because she had diarrhea but wanted to know if it would be ok to reconnect to the cycler using the same connection. The patient had been advised not to connect back to the same connection and to re-setup with new supplies. Follow-up with the pd patient's clinic registered nurse (rn) revealed the patient had also been hospitalized due to chest pain. As of (B)(6) 2017 the patient remained hospitalized and continued completing peritoneal dialysis treatments while hospitalized. Medical records were requested.